Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
Customer reported via phone call that infusion set detached at quick connect while customer slept and rolling over caused cannula to break but not inside the body. Customer awoke with blood glucose of 440 mg/dl. Customer was advised to change infusion set and to return set for analysis. Customer discarded infusion set. Infusion set would be replaced.